Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
The user facility reported a 68-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support post surgery. The team delivered the 5.5 via the graft. The delivery caused a dissection and tear at the graft with bleeding. The team removed the graft and surgical repair was done.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The impella device was not returned for evaluation. Clinical details provided were sufficient to determine root cause. The root cause of the vascular damage - great vessel issue was most likely patient condition related due to the patient's anatomy causing resistance during insertion.